Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited loss of capture due to lead dislodgement. It was noted that the right ventricular lead was pulled back into the right atrium. On april 29th, the lead was explanted and replaced successfully. The patient was in stable condition.

Event description:
It was reported that the right ventricular lead also exhibited a "r wave dropped" in addition to loss of capture.

Event description:
New information received stated that the right ventricular lead was unable to sense due to dislodgement.